Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips had crossed legs. They were not holding. It is unknown which firing. No other details of the event are known. A new device was used to complete the procedure. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.